Manufacturer narrative:
(B)(6). Report is for six (6) unknown screws. The original implant procedure took place on an unknown date in (B)(6) 2015. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient implanted with an unknown tibia plate and six (6) unknown screws developed a post-operative infection with delayed healing. Debridement procedures to treat the infection took place on (B)(6) 2015 and again on (B)(6) 2015. In addition, the patient also underwent two (2) other revision procedures due to implant breakage. This report will address the infection and respective treatments only. The revision procedures due to implant failure will be captured in and reported under related complaints (B)(4). This report is for six (6) unknown screws. This report is 2 of 2 for (B)(4).